Manufacturer narrative:
Follow-up # 1 ¿ (06/03/2015). The patient¿s meter, test strips, and control solution have been returned on 5/18/2015, 5/25/2015, and 5/25/2015, respectively, and evaluated by lifescan product analysis on 5/20/2015, 5/25/2015, and 5/25/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed. The control solution was also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that her onetouch verio2 meter read inaccurately. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 10:00 pm she obtained a result of ¿242 mg/dl¿ on the subject meter. The patient stated that she manages her diabetes by self-adjusting his insulin doses and that she administered 4 units of actraphane in response to the alleged issue. The patient claimed that one and a half hours after the alleged meter issue occurred her husband ¿found her on the floor shaking with cramps¿ and that at 11:45 pm on (B)(6) he tested her blood glucose using an onetouch ultramini meter which gave a result of ¿55 mg/dl¿ and she took some grape-sugar. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure however the patient had incorrectly stored the test strips by keeping them out of the original vial. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a hypoglycemic event after the alleged meter inaccuracy occurred.